Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. Two unpackaged ar-3638 serial/batch number (B)(6) were received for investigation. Only the sutures were obtained for evaluation. The returned sutures were visually evaluated; it was noted that device#1 had no issues -the anchor sutures moved freely without problem; however, for device # 2, the anchor was disassembled, and the suture was frayed. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation/user error.

Event description:
It was reported that during a labrum refixation the anchor was not tight and backed out without tightening. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.